Event description:
Device malfunction: partial deployment. Time of malfunction: during the procedure, while out of the anatomy. Symptoms/ae: none. It was reported that during a procedure of the popliteal artery, after pre-dilatation with a 2x40 fox sv balloon catheter, the stent delivery system would not advance in the vessel. The device was removed and upon inspection, the physician noticed that the stent was partially deployed. A 3x40 fox sv catheter was used to perform a second pre-dilatation and a second xpert stent was successfully used and was deployed in the intended site. There was no reported patient consequence. No additional information available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device is expected to be returned for investigation. It has not yet been received.